Event description:
Allegedly the component fractured.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will updated when the investigation is complete. This is the same event as 1043534-2012-00777, 00778. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photographic images were also made. (B)(4) - evidence that product in specification when used.